Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A further investigation has been finished: the review of the documentation associated to the manufacturing process indicates that all devices with work order # 3018698 were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed in the textured part of the valve (vv), it is out of specification according to qa 199.06 v 0.8 which is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only (B)(4) in (B)(6) 2020) no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on radius and anterior, white particles inner device, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: opening crease sharp on anterior, striated opening on radius, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side out specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on anterior assessed as fold flaw opening, a striated opening on radius assessed as surgical damage, and void on valve texture side assessed as a workmanship. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.